Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8590-9 lot# n273249, implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type accessory. (B)(4).

Event description:
Additional information was received. It was reported that the outcome of the dye study was inconclusive, so the physician decided to go ahead and replace the catheter since it had been revised once before.

Event description:
It was reported that the patient had experienced pain. A dye study was done and it was determined that there was an issue with the distal segment of the catheter. The catheter was replaced and the issue resolved. At the time of report, there was no patient injury. The device system was used to deliver infumorph.

Manufacturer narrative:
(B)(4). Concomitant medical products: product ID: 8709sc, serial# (B)(4). Implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. Product ID: 8590-9, lot# n273249, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-may-01, additional information was received from the patient. The patient reported their catheter broke in 2013. Due to this, the patient went through withdrawal and the patient had to have their catheter replaced.